Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear the patient experienced a pericardial effusion. The transseptal puncture was completed using the faradrive sheath and a versacross connect for faradrive system, and afterwards the pericardial effusion was discovered. The physician stated that the effusion occurred during the transseptal puncture. Intracardiac echocardiography (ice) was used to try and locate a perforation, but this could not be determined. The location of the pericardial effusion also could not be determined. The procedure was cancelled due to the effusion. A pericardial drain was performed, and the patient was administered 100mg of protamine. The patient was hospitalized after the procedure but is expected to fully recover. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear the patient experienced a pericardial effusion. The transseptal puncture was completed using the faradrive sheath and a versacross connect for faradrive system, and afterwards the pericardial effusion was discovered. The physician stated that the effusion occurred during the transseptal puncture. Intracardiac echocardiography (ice) was used to try and locate a perforation, but this could not be determined. The location of the pericardial effusion also could not be determined. The procedure was cancelled due to the effusion. A pericardial drain was performed, and the patient was administered 100mg of protamine. The patient was hospitalized after the procedure but is expected to fully recover. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection and functional testing. No abnormalities or defects were found on the exterior of the returned sheath. Functional evaluation of the sheath found the device to perform as intended, as the sheath was able to achieve and maintain deflection. The event of pericardial effusion is a potential procedural occurrence that is listed as an adverse event in the faradrive instructions for use (IFU); it is a known inherent risk that is understood and probable with the use of a faradrive device.